Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon attempt interrogation, the device could not be interrogated. On (B)(6) 2016, the device was explanted and replaced. No patient symptoms were reported.